Event description:
Atrial lead dislodgement occurred the day after implantation. An implant revision was performed and a possible failure of the screw mechanism has been observed by x-ray. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that this bending was due to applied forces during the surgery. Further damages such as cuts into the insulation (28cm distal to the is-1 connector pin), most likely occurred during the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported atrial lead dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.